Event description:
The customer reported a leak of approximately 10 to 15 ml of yellowish fluid at the left back panel of the diluter on the coulter coulter lh 750 hematology analyzer station, which dripped into the bottom of the instrument. The customer stopped the use of the instrument and will repeat the previous patient run for accuracy. Upon follow up, the customer stated the patient samples were repeated and no patient results were affected by this event. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event. The customer did not review the msds; however, the facility does have a risk management/exposure control plan in place. On (B)(4) 2012, a field service engineer (fse) found that vc26 was not draining; therefore fluid was dripping down to the bottom of the instrument. The fse checked and unclogged port from solenoid 53. On (B)(4) 2012, the fse stated via email, the overflow did not spill onto any components and since vc26 was not draining properly, it could have an affect on diff and retic voteout (non-numeric results) issues. The cause of the leak was a clog in solenoid 53.

Manufacturer narrative:
Vc26 is the 5diff/retic chamber which provides vent to the vcs chambers. Solenoid 53 provides pressure to drain vc13 and vc26. The leaking fluid may contain blood, controls, diluent, lh series pak (erythrolyse ii, stabilyse) or lh series retic pak (retic stain, retic clearing solution) reagents. (B)(4).